Manufacturer narrative:
Product analysis: the valve remains implanted and therefore will not be returned. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that following the implant of this transcatheter bioprosthetic valve, at the end of the procedure, an ischemic stroke occurred. A computed tomography with contrast of the brain identified thrombosis of the first tract of the left middle cerebral artery. A neurological assessment identified global aphasia and right limb paresis. A mechanical cerebral thrombectomy without thrombolysis was performed with clinical benefit reported. Forty-eight hours following the valve procedure the patient was noted as conscious, alert, and collaborative but still experienced motor aphasia. Right limb movement had begun to return. No additional adverse patient effects were reported.

Manufacturer narrative:
Additional information was reported that patient did not have a previous history of cerebrovascular disease or a prior cerebrovascular accident. As reported the patient anatomy did not contribute to the stroke. There was not difficulty with delivery catheter system (dcs) advancement. The stroke was reported as recovered with sequela. The aphasia and mobility issues remained. No additional adverse patient effects were reported. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was reported that new onset atrial fibrillation (afib) was identified two days following the valve implant. This did not impact the patient hemodynamically. However, it was treated with anticoagulant and antiarrhythmic medication. Afib prolonged the hospitalization and recovered with sequelae six days following onset. No additional adverse patient effects were reported.

Manufacturer narrative:
This report was submitted as part of a retrospective review and remediation per (B)(4). Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: evolutpro-26, serial # (B)(6), ubd: 2022-03-12, UDI#: (B)(4), updated data: b2, b5, d10 h6 - valve coding for ime, fdm - b20, fdr, fdc, imf, img h6 - dcs coding for fdm - b20, fdm, fdc product analysis: the valve remains implanted and the subject delivery catheter system (dcs) was not returned, and as such no analysis could be performed. No procedural images were provided for review. A device history record (DHR) review was performed on the dcs and there were no correlations / issues identified regarding manufacturing. The device was manufactured per approved and released manufacturing processes and the device met all applicable manufacturing specifications prior to release for distribution. The DHR review did not show any findings related to this event. Conclusion: stroke is a known potential adverse effect per evolut system instructions for use (IFU). Ischemic strokes have many etiologies, including embolization of calcific debris, and is highly dependent on patient medical history and procedural factors. No angiographic records were submitted for review. Without procedural images and evidence available, an assignable root cause could not be determined and a relationship to the dcs could not be established. Atrial fibrillation is generally a result of known potential adverse effects per device IFU, such as conduction disturbances or hypertension, or an effect of certain medications or other pre-existing patient conditions. It is a potential procedural complication associated with any cardiac or thoracic procedure, open or catheter-based. In this case, anticoagulant and antiarrhythmic medication was administered. This event does not indicate device misuse or malfunction. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Previous report(s) in this series should have contained the following narrative text: "this report is being submitted as part of a retrospective review and remediation for CAPA 564121 per (B)(4)." Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.